Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found that the returned ligator housing had seven bands still attached to it, and one of them overlapped. The ligator housing teeth were damaged. The handle had evidence that the trip wire was secured. The suture was broken which most likely happened when the physician removed the ligator housing from the scope. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator housing had seven bands still attached to it, and one of them overlapped, the ligator housing teeth were damaged. Although the suture was broken, this most likely happened when the physician removed the ligator housing from the scope. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2024. During the procedure, after the esophageal vein was suctioned, when attempting to deploy the bands, it would not deploy, resulting to esophageal vein rupture and bleeding. It was reported that the device did not contribute to the bleeding as the patient had already bleeding prior to the procedure. The bleeding was resolved using "endoscopic polyguinol sclerosis" and a second speedband superview super 7. The procedure was completed with the second speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1 (initial reporter address 1): no. (B)(6) block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2024. During the procedure, after the esophageal vein was suctioned, when attempting to deploy the bands, it would not deploy, resulting to esophageal vein rupture and bleeding. It was reported that the device did not contribute to the bleeding as the patient had already bleeding prior to the procedure. The bleeding was resolved using "endoscopic polyguinol sclerosis" and a second speedband superview super 7. The procedure was completed with the second speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.